Event description:
A customer contacted beckman coulter regarding several erroneously elevated accu tni and ckmb results that were generated by the access 2 instrument. The erroneously elevated accu tni results ranged from 0.98 ng/ml to 10.80 ng/ml (see b6). The erroneously elevated ckmb results ranged from 4.48 ng/ml to 22.88 ng/ml (see b6). Multiple patients pt results were reported out of the lab with erroneously elevated accu tni and ckmb results. The erroneously elevated results were obtained between the hours of 18:40 to 22:25 on event date. The customer indicated that 4 pts were admitted to the intensive care unit (ICU) based on the erroneous results. No additional info was provided regarding the status of the admitted pts.